Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 29-jun-2024, it was reported that the patient faced pump was over delivering and there were boluses that were delivered during the time that she was sleeping. The patient had low blood glucose levels of 24 mg/dl, therefore patient was hospitalized stayed for 4 hours and visited emergency room. The reason for the hospitalization was unconscious with low blood glucose. No further information available.